Event description:
Hx. Breast cancer; mastectomy 5/96. Hickman catheter placed on left 6/7/96. Developed pain and swelling left arm. Doppler studies revealed venous thrombosis. Admitted for removal of catheter.